Manufacturer narrative:
The device was returned to olympus for inspection. The investigation revealed the plastic distal end (c-cover) was burned. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.